Event description:
It was reported that the controller exhibited a controller fault alarm. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports and pump connector. These findings are additional findings not related to the reported event. The most likely root cause of the observed contamination within the power port can be attributed to handling of the device. Review of the event log file revealed a controller power up event with an associated pump start event logged on 02-jan-2022 at 00:04:10. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 97% rsoc and (B)(6) was connected to power port one (2) with 40% rsoc. The data point recorded after the loss of power revealed that an active adapter was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for eleven (11) seconds. This is an additional finding not related to the reported event. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Log file analysis revealed that a controller fault alarm was logged on 07-jan-2022 at 08:42:43 and event exceptions were recorded, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. An internal inspection did not reveal any anomalies. As a result, the reported controller fault alarm event was confirmed through log file analysis. During supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Based on the available information, the most likely root cause of the reported controller fault alarm can be attributed to, but not limited to a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.